Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was non functional and underwent an ipg replacement procedure. The patient was doing good postoperatively. The explanted ipg will not be returned.